Event description:
Information was received indicating that pumps were exhibiting alarming over the last month with smiths medical, cadd medication cassettes. It was reported the end user wasted two cassettes, one was near ready to be changed and the other was about half full. The pump rate was reported to be 83 ml over 24 hours. No adverse patient effects were reported. No additional information is available at this time

Manufacturer narrative:
Additional contact information: email: (B)(6).